Event description:
The user facility reported a 61-year-old female was being placed on an impella 5.5 for mechanical circulatory support. The impella 5.5 was unable to advance through the patient¿s vasculature due to the size of their axillary artery. The implant was aborted and an impella cp was placed.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.